Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) field service engineer (fse) to report that the integrated electrosurgical generator unit (iesu) was showing error c-34 during procedure. The fse guided customer with some troubleshooting tests: tried with other power outlet, tried to use another mono/bipolar cables, but the error persists. The fse instructed the customer to use an external electrosurgical generator unit (esu) and finish the procedure. There was no injury to patient. No fragments fell. Customer confirmed that the procedure was completed with the davinci system using a covidien ft10 model esu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive the iesu involved with this complaint to perform failure analysis. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit could not be placed on an in-house system. The power button must be held for unit to power on.